Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The complaint was not confirmed, as the device. This complaint involves a system connection which there was no leak alarm from the pump after an observed leakage at the softport. Since the negative pressure wound involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A possible root cause for the system was not trigger an alarm means that the system was holding the negative pressure, probably as a result of a blockage and a leak not significant enough in order to trigger an alarm. The limit for a leak to prevent false blockage are controlled through the controlled leak path (clp). A possible root cause for the pump not triggering a blockage alarm may include: system was drawing enough air through the quick-click connector, system was drawing enough air through the canister connection, system was drawing enough admitted air through the fluid handling pathway, loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose, or a combination of all of the above. A definitive root cause could not be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction, as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm no leak alarm was noted though the soft port dressing was clearly not intact.